Manufacturer narrative:
One used tracheostomy tube was returned for evaluation. Visual inspection observed a tear/cut in the cuff material. The tear/cut was 2cm in length and was centrally located on the cuff. Review of the device history records revealed no non-conformities during manufacturing. Manufacturing performs a 100% leak test prior to product dispersal. Had the cuff been damaged at that time, it would have been discovered and the device scrapped. The reporter stated that the device had been in use for 21 days prior to the cuff tear/cut; therefore, the device is believed to have become damaged during patient use. Inspection of the returned sample confirmed the cuff was damaged, but the evaluation was not able to determine a finite root cause.

Event description:
User facility reported that the device had been in use for approximately 21 days when the tube's cuff burst. The patient is ventilator dependent and required an immediate removal and replacement of the tracheostomy tube. No further adverse effects to patient reported.

Manufacturer narrative:
Smiths medical has rec'd the sample device. A ful eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.